Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a message displayed on the screen during a laser procedure. An alternate system was used to complete the case following a 30 minute delay. There was no harm to the pt.